Manufacturer narrative:
One sample was received with two used wound drains still attached to the y-connector without the original packaging. It was noticed that one of the drain is broken. Per visual inspection, it was noted that drain #1 had broken at one of the perforations; however, no defects were found in drain #2. Per dimensional evaluation, drain #1 was cut to take measurements and the results were as follows: od = 0.126¿ (per specification = 0.126¿±0.008¿). ID = 0.069¿ (per specification = 0.066¿±0.005¿). Wall = 0.026¿ (per specification = 0.030¿±0.006¿). The drain dimensions were found to be within specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "indications: silicone round drains are indicated for use with selected bard® evacuators for closed wound drainage following head and neck, abdominal, ent, ob/gyn, plastic and neurosurgery. Warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked for free motion during closure to minimize the possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. ¿ surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that the drain broke off in the patient's cervical spine, and an additional surgery was required to remove the broken piece and replace with a new drain. It was alleged that the wound drain was placed on (B)(6) 2016 and removed on (B)(6) 2016. The first wound drain was allegedly removed slowly; however, the drain broke. On (B)(6) 2016 an additional surgery was required to remove the piece of the wound drain, and replace it with the same type of drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain broke off in the patient's cervical spine, and an additional surgery was required to remove the broken piece and replace with a new drain. It was alleged that the wound drain was placed on (B)(6) 2016 and removed on (B)(6) 2016. The first wound drain was allegedly removed slowly; however, the drain broke. On (B)(6) 2016 an additional surgery was required to remove the piece of the wound drain, and replace it with the same type of drain.